Event description:
The affiliate reported the customer alleged an erroneously elevated troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, and an erroneously elevated creatine kinase-mb (ck-mb) value, above the normal reference interval, for one patient involving access 2 immunoassay system. Subsequent testing on an alternate access 2 system recovered lower troponin I and ck-mb results within the normal reference interval. The erroneous results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse performed assay quality control (qc) which passed within the laboratory's established ranges. The fse performed routine system check which passed within instrument specifications. The unit conformed to the manufacturer's published performance specifications. Note: the fse performed other hardware repairs while onsite, but they were unrelated to the incident. The cause of the incident is inconclusive.